Manufacturer narrative:
As reported, the tip of a 5f mynx control vascular closure device (vcd) did not fit into an unknown sheath. The vcd was removed, and reattempted insertion however, it still did not fit. There was no reported patient injury. Additional information was requested but not provided. A non-sterile ¿mynx control vcd, 5f (ce mark)¿ was returned for investigation. Per visual analysis, the unit was thoroughly inspected, and it was observed that both button 1 and button 2 were not depressed. The procedural sheath was not returned for analysis. The syringe was connected to the device, and the stopcock was partially opened. The sealant remained in its manufactured position, exposed due to the severe kinked condition of the sleeves. The atraumatic tip did not present any damages or anomalies. No other outstanding details were noticed. The slit length on the outer sleeve was not verified due to the kinked condition of the sealant sleeve assembly, which impeded proper measurement. However, the catheter working length was able to be measured and verified; and the dimensional analysis result was found within specification. A functional insertion/withdrawal test was performed with a lab sample catheter sheath introducer (csi) of the proper french size. The device was attempted to be inserted into a previously flushed lab sample csi by the hub, as indicated in the instructions for use (IFU). However, the kinks impeded passing the device through the hub. A simulated deployment test was also performed on the returned device per the mynx control IFU. The tension indicator was manually aligned, then buttons 1 and 2 were able to be depressed to deploy the sealant and withdraw the balloon without any resistance. No issues were noted with respect to the deployment of buttons 1 and 2 during the device failure investigation. The returned device performed as intended per the mynx control IFU. The reported event of ¿mynx control system-impeded¿ was observed through analysis of the returned device since the insertion/withdrawal test could not be executed due to the severe kinked sealant sleeves condition observed. Additionally, a condition was observed of ¿mynx control system-deployment difficulty-premature¿ due to the exposed sealant from the kinked sealant sleeves. The exact cause of the observed conditions could not be conclusively determined during analysis. Based on the limited information available for review and product analysis, it is difficult to determine what factors may have contributed to the issue experienced. However, procedural/handling factors (such as using excessive force during insertion into the sheath and/or using an incorrect insertion angle) and/or the condition of the sheath (which was not returned for analysis) possibly contributed to the kinked/bent condition of the sealant sleeves, the impedance experienced during insertion, and the subsequent premature exposure of the sealant. It should be noted that the mynx control device is manufactured with a slit at the end of the catheter cartridge tubing. The outer sleeve is assembled with 2 side slit overlapping outer sleeves. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control vcd within the IFU displaying the sealant sleeve with slit. If the outer sleeve is damaged/kinked during prepping phase and/or insertion into the sheath, that could cause the sealant to be exposed/swollen prematurely and/or obstruct the device path and prevent the device from being inserted into the procedural sheath. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states ¿step 1: position balloon, insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ neither the product analysis, nor the information available for review suggest that the failures noted could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the tip of a 5f mynx control vascular closure device (vcd) did not fit into an unknown sheath. The vcd was removed, and reattempted insertion however, it still did not fit. There was no reported patient injury. Additional information was requested but not provided. The device is being returned for evaluation. Addendum: product evaluation shows the sealant was exposed due to the severe kinked condition of the sleeves.